Event description:
The hospital reported during a procedure, a metal wire came out of the sheath and punctured the duodenum. The procedure was completed with a different device. The patient's outcome was fine, no harm was alleged.